Manufacturer narrative:
Date received by manufacturer should have been: 01/29/2019.

Event description:
A report was received that the patient was unable to charge the ipg. It was also mentioned that the patient was not consistently getting relief. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 15905266/15905266, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was unable to charge the ipg. It was also mentioned that the patient was not consistently getting relief. The patient underwent an explant procedure.